Event description:
It was reported that the patient had an initial right knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on the initial medwatch.

Event description:
It was reported that the patient had an initial right knee arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2015 due to pain. The tibial bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.